Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A rep was able to successfully restore communication with the device. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had surgery where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller is displaying an error message since the procedure. Troubleshooting by the company representative was able to recover the device and therapy was restored.